Event description:
It was reported to boston scientific (bsc) in 2006 that a customer has an issue with a bsc inflation unit. According to the customer, "during the procedure, the inflation unit caught on fire and smoked on a sterile field. Placed unit on floor and kicked out of the room. Used a second device to complete procedue. Prior to this issue, battery and mount fell off siderail and onto the floor which may have caused this to happen. There were no pt complications, pt is fine.

Manufacturer narrative:
Follow up of this report will be provided upon evaluation of complaint product is completed.